Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an atrial lead revision, the right ventricular lead was found to have separated from the insulation, distal from the connector pin. The rv lead was being extracted, the patient's blood pressure suddenly dropped, and the patient coded. CPR was administered, and emergency surgery revealed a tear. The tear was being repaired, the patient was fine post procedure.

Manufacturer narrative:
Please correct this report 2017865-2015-07321, the same issue was reported on 2017865-2015-07305.